Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to the manufacturer's policy.patient info: no information available. Attempts to obtain the information has not been successful. Relevant tests/lab data & other relevant history: no information available. Attempts to obtain the information has not been successful. Suspect products: not applicable for this device. Implant date-was this device serviced by a third party?: not applicable for this device. Device evaluation anticipated, but not yet begun. Recall (if recall number is given) or correction/removal number (if given)do not apply to this submission.

Event description:
It was reported that during a peripheral procedure while advancing to the iliac artery, the manufacturer's catheter encountered resistance. As a result, the physician pulled the catheter out of the body and noticed that the catheter was kinked and the core wire was exposed/protruded proximal to the rx port. The procedure was completed with a new manufacturer's catheter. No patient injury reported. This product problem is being submitted because a portion of the manufacturer's catheter had a protruding core wire. There is a potential for harm if the malfunction were to recur.

Event description:
It was reported that during a peripheral procedure while advancing to the moderately calcified iliac artery, the manufacturer's catheter encountered resistance. As a result, the physician pulled the catheter out of the body and noticed that the catheter was kinked and the core wire was exposed/protruded proximal to the rx port. The procedure was completed with a new manufacturer's catheter. No patient injury reported.

Manufacturer narrative:
Internal reference: (B)(4). Block b5: updated to include "moderately calcified." Block d10: updated to include brand name and size of concomitant devices. Block e4: updated from unknown to no.

Manufacturer narrative:
Block d9 & g3: the visions pv .018 catheter was returned for evaluation. Block h3: the visions pv .018 catheter was visually and microscopically inspected. The catheter shaft in the section of the guide wire exit port was twisted and a portion of the core wire was exposed, resulting in a punctured catheter shaft. Block h6: the probable cause of the observed failure is damage in use as evidenced by the twisted and punctured catheter shaft, and exposed core wire. Device manipulation, impact, and applied pressure associated with handling can further affect the integrity of the device.